Event description:
Essure placed in 2010 - physician required to get novasure ablation for heavy and painful periods. Referred to a neurologist / sleep specialist in 2015 for chronic pain, inflammation, weight gain and sleep issues. Sleep apnea test negative. MRI negative, nerve testing negative. Diagnosis fibromyalgia with various treatments explored. Continued to have heavy and painful periods with nausea / vomiting and diarrhea. Hysterectomy performed (B)(6) 2019 to remove essure - found multiple fibroids, endometriosis wrapped around bowels, adenomyosis. Pain and inflammation resolved, sleep improving with decrease in pain.